Event description:
It was reported by (B)(6), an onkos distributor, that a 34-year-old male patient with an eleos distal femur replacement and custom proximal tibia underwent a revision surgery on (B)(6) 2024 to remove all implanted hardware and perform an above the knee amputation the operative leg due to a chronic infection.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on a review of device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of the explanted devices.

Event description:
A patient with an alleged infection reportedly had all hardware removed and the operative leg amputated on (B)(6) 2024.